Event description:
Philips received a complaint by the customer on the v60, indicating that the devices liquid-crystal display (lcd) panel was very dim. It was reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and confirmed that the lcd panel was very dim. The unit currently has a 1st gen lcd panel which is no longer available. The following parts need to be replaced to install the 2nd gen lcd panel: lcd assembly, lcd cable, user interface (ui) cable, ui printed circuit board assembly (pcba), and lcd tray.

Manufacturer narrative:
No repairs were completed by bench repair as the customer declined estimate for service and repair. The device was returned unrepaired. Defective sticker placed on device. No tools used. No testing performed. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.